Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17593, related manufacturer reference number: 2017865-2020-17594. It was reported that the patient presented to the clinic for a follow up with apparent chest wall stimulation. Interrogation showed the right ventricular (rv) lead had high capture threshold values and high, out of range impedance. The right atrial (ra) also exhibited high capture thresholds as well as a low sensing threshold. During the explant procedure, the physician noted that the rv lead was fractured and the ra lead had insulation damage. The physician explanted and replaced the ra and rv leads. Additionally, during the procedure the physician noticed a small breach in the insulation on the left ventricular (lv) lead. The lv lead was fixed during the procedure with a suture sleeve and medical adhesive and remained implanted. During a post-operative check, the lv lead capture threshold was high and the physician elected to program the lead off. The patient was stable throughout the procedure and during the post-operative programming.